Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, sample was sealed and therefore was not decontaminated. On microscopic observation, it was noted that the foreign material was found between the slides and label, the material appeared to be a hair. The functional testing was not performed, due to the nature of the complaint. One electronic photo was received and reviewed. In that photo, a maxcore device was placed inside the sealed package and also a hair like material was found inside the package. Based on the photo review, the reported foreign body can be confirmed. Therefore, the investigation is confirmed for the reported foreign body as a hair was noted within the device package. A definitive root cause for the reported foreign body issue is determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 05/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, something that was not part of the instrument was allegedly present in the package. No coaxial was used. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy through normal density tissue, something that was not part of the instrument was allegedly present in the package. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025).